Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high.

Event description:
It was reported the device experienced unexpected longevity due to high thresholds on the left ventricular (lv) lead. The device was explanted and replaced. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, bi-ventricular defibrillator, (B)(6) 2012.(B)(4).